Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A damage was observed on guidewire exit port assembly and the exit port is lifted. A test guidewire was inserted and indications of resistance in tracking the guidewire into of the catheter was noted. No other visual damages were encountered upon visual inspection.

Event description:
It was reported that catheter stuck in stent occurred. An opticross catheter was used to view the mildly calcified target lesion. During procedure, when using this device after placing a non-bsc stent in the right coronary artery proximal, it was noted that the catheter got caught on the stent during removal and there was difficulty removing the opticross catheter. It was able to be removed after changing the catheter. It was also noted that the exit port got lifted. The procedure was completed with original device. No patient complications were reported.

Event description:
It was reported that catheter stuck in stent occurred. An opticross catheter was used to view the mildly calcified target lesion. During procedure, when using this device after placing a non-bsc stent in the right coronary artery proximal, it was noted that the catheter got caught on the stent during removal and there was difficulty removing the opticross catheter. It was able to be removed after changing the catheter. It was also noted that the exit port got lifted. The procedure was completed with original device. No patient complications were reported.